Event description:
Reportedly, this device was explanted at implant after closure of the chest do to a large paravalvular leak that was observed. Gross observation of the device found it to have a defect in the sewing cuff; torn fabric and ring exposure.

Manufacturer narrative:
Device not yet evaluated.